Manufacturer narrative:
D2a - additional common device names: catheter, nephrostomy, general & plastic surgery; catheter, nephrostomy. D2b - additional product codes: gbo; lje. H3 - device evaluated by mfg? - not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the suture broke during the removal of an ultrathane mac-loc locking loop biliary drainage catheter during a biliary drain exchange. A wire was placed within the drain. The drain was then unlocked, and the wire was advanced while the pin was pulled, allowing the drain to be removed over the wire. However, the internal string remained within the patient, causing difficulty in removal and patient discomfort. A second physician was consulted for assistance and successfully removed the string from the patient's tract. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that the suture broke during the removal of an ultrathane mac-loc locking loop biliary drainage catheter during a biliary drain exchange. The string detached during a routine exchange that typically takes place every 4 weeks. A wire was placed within the drain. The drain was then unlocked, and the wire was advanced while the pin was pulled, allowing the drain to be removed over the wire. However, the internal string remained within the patient, causing difficulty in removal and patient discomfort. A second physician was consulted for assistance and successfully removed the string from the patient's tract utilizing a 4fr catheter. He cut the catheter to a shorter length placed it over the string that was external from the patient and with a back-and-forth motion. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, quality control procedures and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection steps are currently in place to address this failure. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Product labeling review: the instructions for use [t_multi2_rev1] supplied with this lot state the following: precautions. -when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. -it is recommended to use a wire guide when removing a locking loop catheter. Instructions for use. Unlocking catheter loop. For mac-loc locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. (Fig. 4) how supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. While it is possible that the catheter experienced excessive force or tension while in the patient, this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 15apr2025, it was reported that the string detached during a routine exchange that typically takes place every 4 weeks. A second physician was able to remove the string utilizing a 4fr catheter. He cut the catheter to a shorter length placed it over the string that was external from the patient and with a back-and-forth motion was eventually able to remove the entire string.